Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services for high blood glucose on (B)(6) 2020. Blood glucose reading was 700 mg/dl. The customer stated that insulin pump had pump error alarm. The customer had symptoms such as abdominal pain, difficulty in breathing and chest pain. The customer was treated with manual injection at the hospital. Auto mode feature was not active at the time of incident. Insulin pump passed displacement test. The insulin pump will not be returned for analysis.